Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited a primary audible alarm background test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the event occurred during device set up. There was no patient harm and another pump was used. One device was returned for evaluation. Visual inspection revealed no external damage. Event history log confirmed primary audible alarm bgnd test error. Functional testing was able to replicate the reported issue. The root cause was determined to be the c9 cap was broken off the interconnect board. The interconnect board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.